Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the suture and t2 off the needle. T1 appeared cut from the suture and t2 was bent. The actuator was returned to the t1 predeployment location indicating it had been cycled twice. A functional evaluation found the actuator cycled as intended. A review of the customer provided image found the product packaging which confirmed the reported product information and displayed a fast fix 360 device with both implants and suture lying beside it. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the t1 and t2 implants of a fast-fix 360 curved deployed simultaneously. Surgery was resumed with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).